Event description:
Health professional reported a lap-band port being removed and replaced because "the tubing of the port knitted over and obstructed the flow." The problem was first noticed during a regular fill appointment when the doctor noticed he "couldn't withdrawal or push in fluid." The port will be returned for lab analysis.

Manufacturer narrative:
Taper ii. (B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted the band tubing was broken with striations consistent with end cut for removal of the device. The band tubing had thinner surface consistent with wear and tear. Device labeling addresses the reported event difficulty adding/removing saline as follows: "it is important to remove any additional saline via the access port, so no air will enter the lap-band system, compromising later adjustments. Caution: failure to create an stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."